Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex fully covered biliary rmv stent was implanted in the bile duct during endoscopy with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was difficult to deploy "accompanied by a rebound effect." Upon further persistence, the stent was able to be deployed; however, the mandrel remained stuck in the bile duct. Reportedly, after multiple manipulations, the mandrel was successfully removed from the patient and the stent remains implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx stent delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath was returned damaged in the guidewire access sleeve (gas) section, the inner sheath was slightly bent, and the yellow jacket was found damaged. No other issues were noted to the delivery system. The reported event of delivery system difficult to remove could not be confirmed as this failure occurred during the procedure and it is not possible to replicate in the laboratory. The damage noted to the returned device was likely due to the interaction with the scope and the multiple manipulations could have caused the damages encountered in the delivery system (yellow jacket, inner sheath and outer sheath). It is also possible that the "rebound effect" during the procedure could have cause some resistance which may have limited the performance of the device and may have contributed to the difficulty removing the delivery system. Therefore, a review and analysis of all available information indicated the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: block d6 (implant date) has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex fully covered biliary rmv stent was implanted in the bile duct during endoscopy with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was difficult to deploy "accompanied by a rebound effect." Upon further persistence, the stent was able to be deployed; however, the mandrel remained stuck in the bile duct. Reportedly, after multiple manipulations, the mandrel was successfully removed from the patient and the stent remains implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.